Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/29/2023, it was reported by a sales representative via email that an ar-4551 sutureloc meniscal root repair kit loosened. Before completing the procedure, the surgeon placed the patient in a ninety-degree flexion and checked for tension with a probe. The device had loosened. The surgeon had not cut the suture on the tibia side so the tail end of the implant was secured with a swivelock. The patient suffered no negative effects, and the case was completed successfully. This was discovered during a procedure on (B)(6) 2023. Additional information received on 12/6/2023: this was discovered during a meniscal root repair procedure and completed using an ar-2324bcc biocomposite swivelock.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed per picture provided that shows part of the broken knee scorpion needle. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.